Manufacturer narrative:
Received one used ch2000s-c spinning spiros for inspection. As received, the spin feature of the spiros was activated and spinning freely. Residual fluid was observed in the spin feature mechanism. The spiros was functionally and dimensionally tested and met product specifications. There was no leakage on the spiros when leak tested per product specifications. The spiros met product expectations. The reported complaint of leakage can be confirmed due to the disconnection of the spiros. The probable cause of the disconnection is unknown. The device history record could not be reviewed because the lot number was unknown. D9 - date returned to mfg: 30may2024.

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap. It was reported that new tubing was prepared for a patient receiving cisplatin. The set up was the facility's standard spiros trifuse with a hazardous chemo medline, a hazardous syringe, and a regular maintenance intravenous fluid (mivf) fluid line. Blood return was double checked by two nurses with the syringe on the line and there were no concerns at that time and the infusion was started. The nurse stayed to chart some things in the room. It was noted that blood was backing up into the chemo line and the mivf line. He clamped the mivf line since the fluids were off and thought there might be back flow since there were no mivf fluids running. The posey placed around the trifuse was then wet. The chemotherapy infusion was then stopped. The charge nurse was notified and it was agreed that it was most likely still normal saline (ns) from the line that was being primed. The spiros completely disconnected from the regular tubing upon attempting to disconnect the chemo line from the trifuse to hook up directly to the patient's double lumen central line. It was reported that the nurse thought this to be the source of the leak. The nurse remembered hearing the click that locks in the spiros end when it was attached and ac clamp was on the line as well. They then put a new spiros on the tubing and ran the chemotherapy directly on the line without concern. There was no injury or harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.